Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient that 3 occlusion alarms went off after 3 different site changes. Patient stated she may have a buildup of scar tissue at the site. When tested her blood glucose levels were reported at 311mg/dl, so a correction injection was administered. Due to the amount of infusion sets used, it was recommended that she use a steel cannula. Unknown patient's condition at this time. Please reference MDR#: 2183502-2016-01467 and 2183502-2016-01468 for associated complaints.